Event description:
Reporter alleged discrepant, back to back blood glucose results of 256 mg/dl and 131 mg/dl when testing was performed within 2 minutes on the advantage system. Reporter stated customer had no energy (possibly due to congestive heart failure) and reported no treatment/action. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.